Event description:
A report was received that the patient was unable to charge the battery and was experiencing pain at the ipg site after losing weight. The patient will undergo a revision procedure.